Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced uveitis/iritis. Treatment was performed. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - Type of Investigation: 4110 - Lens Work Order Search: One similar complaint type events reported for units within the same lot.Manufacturer Narrative: uveitis/iritis is identified in the labeling as a known potential adverse event following ICL implantation.Claim#: (b)(4).